Event description:
Infection-system extraction and replacement with leadless implantable pulse generator (ipg) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).